Event description:
Device 3 of 3. Reference MFR reports: 1627487-2013-02238 and 1627487-2013-02239. The patient has two systems, one in the thoracic region and the other is for occipital nerve stimulation (off-label). It was reported the patient felt a "zapping jolt" twice when she tried charging the ipg for her thoracic scs system. She started she also felt the sensation when she arched her back. She reported she now feels a "crawly" sensation that wraps around her side during charging. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.